Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary ==> the complaint device was received and evaluated. Upon visual observation, that the biocryl anchor was found to be broken into two pieces and the broken distal part was returned at cq. It was observed that the sutures were attached to the anchor and they were wrapped around the inserter. The device package was received in open condition. We cannot determine at what point this failure occurred. Thus, the complaint cannot be confirmed. A definitive root cause for the reported problem cannot be determined. A non-conformance search was performed for this part (210711), lot (l854953) combination and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Product complaint #: (B)(4). Device was used for treatment, not diagnosis. Initial reporter phone number: (B)(6). Investigation summary: the complaint device was received and evaluated. Upon visual observation, that the biocryl anchor was found to be broken into two pieces and the broken distal part was returned at cq. It was observed that the sutures were attached to the anchor and they were wrapped around the inserter. The device package was received in open condition. We cannot determine at what point this failure occurred. Thus, the complaint cannot be confirmed. A definitive root cause for the reported problem cannot be determined. A non-conformance search was performed for this part (210711), lot (l854953) combination and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by affiliate via phone that during a labral repair surgery when package of the lupine br w/orthcrd was opened it was noted that the anchor was broken, and when the vapr s90 4.0 mm was going to be used it was not able to ablate and it did not coagulate either. The procedure was completed using other devices. No patient consequence and no surgical delay was reported. No additional information was provided.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: additional information: h6: method codes: device history lot: a manufacturing record evaluation was performed for the finished device part# 210711, lot# l854953, and no non-conformances related to the reported complaint condition were identified. Investigation summary: the complaint device was received and evaluated. Upon visual observation, that the biocryl anchor was found to be broken into two pieces and the broken distal part was returned at cq. It was observed that the sutures were attached to the anchor and they were wrapped around the inserter. The device package was received in open condition. We cannot determine at what point this failure occurred. Thus, the complaint cannot be confirmed. A definitive root cause for the reported problem cannot be determined. A non-conformance search was performed for this part (210711), lot (l854953) combination and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.